Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 11.3mmol/l. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.